Event description:
It was reported that during a lap cholecystectomy, the clip was fed into the jaws slowly and stopped on the way when the trigger was grasped. As the clip was not fully advanced into the jaws, a teardrop shaped clip was formed when the trigger was grasped further. This incident occurred before the device was used for the patient, there was no damage. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaws causing pear shaped clips and the tip of the advancer could not be observed; resistance was noted when the trigger was actuated. During functional testing the indicator did not advance. A viewing hole was cut in the outer shroud handle at the indicator area in order to evaluate the internal components and the indicator actuator was found out of its intended position and in front of the feedbar connectors, preventing the advancer from moving forward therefore causing the feeding issue and the indicator malfunction. The device was cycled again and the clip did not fully advance into the jaws causing two pear shaped clips. In addition the device did not lock out as intended. No conclusion could be reach as to what may have caused the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.